Manufacturer narrative:
The insulin pump was received with loose drive support cap, cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and reservoir tube cracked.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had damage to the insulin pump. Customer stated the drive support cap was loose and would stick out. The customer's blood glucose was unknown. Customer recalled pressing on the cap while connected. The customer was advised the insulin pump needed to be replaced. The insulin pump will be returned for analysis.